Event description:
Customer reported that the device delaminated approximately 1.5 inches into the mesh on one end, while being cut to size during placement. Portions of the device had become saturated with blood. The surgeon continued to use the device ensuring that the orc layer was placed covering the polypropolene layer. No adverse patient consequences were reported.

Manufacturer narrative:
No conclusion can be drawn at this time.